Manufacturer narrative:
As reported, a hole was observed in the 3dmax light mesh after being grasped with forceps. Visual evaluation confirms a small hole present on the mesh near the medial marker as reported. The likely root cause is that the mesh was inadvertently damaged during attempted placement as the reported damage was not present until after the mesh was grasped with forceps. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this lot of 1426 units. The instructions-for-use, provided with the device states, "due to its lightweight nature and low profile, 3dmax¿ light mesh does not need to be rolled around the grasper. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. Grasp either the medial or lateral edge of the mesh, then deploy through the trocar. If grasping the medial edge, direct the trocar to the pubic tubercle. If grasping the lateral edge, direct the trocar laterally. This will facilitate easy placement." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a laparoscopic surgery was performed on (B)(6) 2025. During this procedure, when the health professional grasped the 3dmax light mesh "with forceps, a hole opened up." The hole was noted prior to implantation and a new mesh was used to complete the procedure. There was no patient injury.